Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, under general anesthesia, to excise granulation tissue around the abutment site and have abutment exchanged. The implanted device remains.